Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer declined to troubleshoot for the low blood glucose level. The customer was having a problem with the sensor. The customer stated that about a month ago they had to switch out and the customer has not used the insulin pump in a month. The customer stated that the sensor was updating and then asks for calibration and rejects calibration and then go into loops. The customer has not gotten a change sensor. The customer declined to troubleshoot for sensor updating and calibration. The product was not returned for analysis.